Manufacturer narrative:
Head section assembly.

Event description:
It was reported by service report that the right hand side of the head section assembly was broken. No pt involvement or adverse consequences are reported.